Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing a, "fast heart rate," with supra ventricular tachycardia (svt) confirmed on transmission. It was also reported that the right ventricular (rv) his bundle lead exhibited potential under-sensing of the r-wave with intermittent ventricular capture on alterative p-waves. The rv his bundle lead remains in use. No further patient complications have been reported as a result of this event.